Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one (B)(4) cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the cartridge was received fully fired.

Event description:
It was reported that during a total endoscopic gastrostomy, when severing the intestines tissue after the first firing, some staples were malformed with irregular shapes. Changed to another reload, but the problem happened again. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.